Manufacturer narrative:
Unable to verify s/w due to blank display. Pump received with blank display due to corroded battery tube. No moisture damage on the electronics, motor, vibrator and keypad assembly noted. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. Pump received with scratched case, pillowing keypad overlay, missing display window cover and minor scratched lcd window.

Event description:
The customer reported via phone call indicating that their insulin pump was damaged around the screen. The customer¿s blood glucose level was 280 mg/dl at the time of the incident and 278 mg/dl at the time of the call. Customer treated the high blood glucose by bolus with insulin pump. Customer also reported air bubbles along the reservoir and tubing. Customer completed troubleshooting. Customer did not allow the insulin to warm to room temperature prior to filling reservoir. The insulin pump needed to be replaced and advised customer to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis.